Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
The surgical team performed a revision of an inbone total ankle due to tibial lucency following a prior ankle fracture and surgical repair. The patient initially underwent a total ankle replacement, which was followed by a fall and subsequent fracture of the implanted ankle. The fracture was treated with plates and screws. Due to tibial lucency observed post-repair, the decision was made to revise the implant. The original inbone total ankle could not be salvaged at the time of explant. The patient was revised to another inbone total ankle, and the revision procedure was completed successfully.